Event description:
During a ptca/stenting treatment procudure involving a stenotic lesion in the middle portion of the rca, the quantum maverick monorail balloon would not hold optimal pressure during predilatation of the lesion for stent placement. (The initial inflation was to 8 atms's for 40 sec and the second inflation was to 12 atm for 30 sec). The pt was asymptomatic during this event. The quantum maverick monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. An 8f terumo introducer sheath, a bmw 0.014/190cm guidewire, an 8f wiseguide fr4 sh guide catheter and an encore inflation device were also used in this case. Pt status is reported as 'good'.